Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after reported that while connected to the cycler during fill 1 of 4 the cycler began to alarm with an scale reading error warning which continued a total of 5 times as far as fill 2 when the patient bypassed into tx complete. Patient treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 3488ml drained. This drain is 234% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1492ml is 2686ml. Therefore, a reportable malfunction has occurred. A replacement cycler was arrange. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient missed two treatments as a result of the alleged event. The patient also experienced fluid overload which resulted in the patient performing two treatments with continuous ambulatory peritoneal dialysis. There was no medical intervention. The patient resumed treatment on a replacement cycler.

Manufacturer narrative:
Plant investigation: the reported symptom (iipv (dv > 180% to 200% of fv)) was not confirmed. The reported symptom (iqdrive not detected support screen) was not confirmed. The reported symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. The iqdrive was read and uploaded as intended when inserted into cycler. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."